Event description:
It was reported that the intrasight system's touchscreen monitor was cracked with sharp edges observed. There was no patient involvement. No user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor was cracked with sharp edges that can result in a potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. At the customer site, a field service engineer replaced the intrasight system's cracked touchscreen monitor. The intrasight system's touchscreen monitor was cracked at the facility. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.